Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Foreign, (B)(6). Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 12, tibia cemented 5 degree stemmed right size h, all poly patella cemented 38 mm diameter. The 3007963827 - 2018 - 00120, 0001822565 - 2018 - 04014. 0002648920 - 2018 - 00596. The product will not be returned for evaluation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was still experiencing pain 1 year post implantation.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.